Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an unknown noise. Reportedly, this lead also dislodged and was not capturing or sensing. No additional adverse patient effects were reported.